Event description:
Customer reported patient with photophobia (transient light sensitive syndrome) in both eyes since surgery. An oral steroid was not prescribed. Topical steroid dosage was not increased. No flap lift and rinse performed. There was no loss of best corrected visual acuity (bcva). Pre op bcva was 20/20 on both eyes. Patient's visual acuity is good. Patient is light sensitive even indoors and still has halos.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.